Manufacturer narrative:
B5 has been updated to include a description of the reported malfunction.

Event description:
This report summarizes <noe> 13 </noe> malfunction events, where it was reported there was accessible electrical current. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; two devices had bent components, 10 devices had broken/damaged components, and one device had a loose component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 13 </noe> malfunction events, where it was reported . There was no patient involvement.